Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and left ventricular (lv) lead experienced both a pneumothorax and an infection. The crt-d was explanted as a result of the infection. No additional adverse patient effects were reported. The rv and lv leads remain implanted.